Event description:
It was reported by the customer that the bd pyxis anesthesia es system is currently stuck, preventing us from opening it. The customer indicated that users were able to obtain the medication from a different station, and the customer confirmed that there was no delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, e3, g1, h2, h6. This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 05-dec-2022 to 04-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system had a stuck pocket and jammed drawer. A field service engineer inspected the system and discovered that a broken vial caused leakage causing both pcba controller module board damaged. He replaced the controller module board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that mini pocket 1.6 and 1.12 was failed and not being detected. A field service engineer identified that a broken vial was the source of a leakage, which subsequently damaged both pcba controller boards. The engineer replaced the mini controller module board, rebooted the system, and performed firmware updates. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that the pyxis anesthesia es system is currently stuck, preventing us from opening it. A customer indicated that users were able to obtain the medication from a different station, and the customer confirmed that there was no delay in patient care. There were no adverse events or injuries reported based on this event.